Event description:
The initial complaint was reviewed, and the cortscr ø4.5 self-tap l38 sst was determined to be not reportable. A total of three screws were reported to be broken. These were reported in mwr numbers 8030965-2023-11922, 8030965-2023-11916, and 8030965-2023-12716. This report was a duplicate of the product reported in 8030965-2023-12716.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional product code: ktt. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1 initial reporter address line 1: 1 - (B)(6). H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in italy as follows: it was reported of a rupture of the plate and three screws. Initial surgery was for a right femur periprosthetic fracture. A new surgery has been done to remove the broken plate and screws and replace them with new ones. Broken fragments were retained in the patient, but they were removed with a new surgery (revision surgery) and a new implant was installed. The surgery was completed successfully. This report is for one (1) cortscr ø4.5 self-tap l38 sst. This is report 5 of 5 for complaint (B)(4).